Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The associated device delivered six 41 joule shocks for a ventricular fibrillation (vf) but the shocks were ineffective. The patient was symptomatic but did not lose consciousness. The patient is also implanted with a left ventricular assist device (lvad). The physician feels the lvad contributed to the vf and was the reason the associated device was not able to successfully convert the arrhythmia. The physician wanted to surgically intervene but the patient declined. The patient will be monitored and the product remains in service.